Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impendence measurements. Technical services (ts) discussed programming options on the single coil configuration and recommended to perform a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. This rv lead has been implanted for nearly 15 years. Technical services (ts) discussed programming options in single-coil configuration and recommended performing a defibrillation threshold (dft) test due to changes in the vectors. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead recorded an read alert for high out of range shock impedance measurements. Since the reprograming, the impedance values remained in out of range measurements. Ts recommended lead replacement. No adverse patient effects were reported.